Event description:
This report is based on information provided by philips field service engineer (fse) with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the device had capacitor issue.

Manufacturer narrative:
Reporter last name: (B)(6), reporting institution name: (B)(6), reporting address line 1: (B)(6), reporting address postal: (B)(6), reporting address city: (B)(6), reporting address state: (B)(6).